Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and atrial lead both had high impedance and no r-wave sensing. X-ray confirmed both leads dislodged. The rv lead was revised and remains in use. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.